Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-aug-25 from another representative reported the pump would be replaced that day. The representative stated they would be returning the pump to the manufacturer for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a consumer receiving baclofen [500 mcg/ml] at a rate of 274.78 mcg/day and dilaudid [5 mg/ml] at a rate of 2.7478 mg/day via intrathecal drug delivery pump for spinal pain. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI. It was reported telemetry was used on the patient's pump and confirmed via the event logs a motor stall occurred (B)(6) 2017 with no recovery to date. It was also stated from (B)(6) 2017 3 stalls with recoveries were confirmed via the event logs. The 4th one on (B)(6) 2017 has no recovery. The patient was being scheduled for replacement surgery but was not scheduled yet as of 5/31/2017. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. As per the pump¿s log, the following occurred: (B)(6) 2017 - motor stall recovery occurred at 11:37. On (B)(6) 2017 - motor stall occurred at 11:43. On (B)(6) 2017 - motor stall recovery occurred at 02:38. On (B)(6) 2017 - motor stall occurred at 12:26. On (B)(6) 2017 - motor stall recovery occurred at 04:19. On (B)(6) 2017 - motor stall occurred at 05:47. On (B)(6) 2017 - stopped pump period may exceed tube set at 05:47. On (B)(6) 2017 - active audible alarm was silenced. On (B)(6) 2017 - motor stall recovery occurred at 04:41. As per the pump¿s logs, the following medications were being administered via a minimum dose rate as of (B)(6) 2017: dilaudid with concentration 5.0 mg/ml at a dose rate of 0.0307 mg/day and baclofen with concentration 500 mcg/ml at a dose rate of 3.07 mcg/day. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was scheduled for replacement surgery on (B)(6) 2017 at 12:30 pm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.